Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was "in the mountains" however customer was unsure if they were outside the labeled operating altitude range. The customer's blood glucose level was 367 mg/dl. Reportedly, the customer reloaded the same cartridge and resumed insulin therapy.